Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for urge I ncontinence. Their trial started on (B)(6) 2024. It was reported that their leads moved/migrated and they were having a loss of therapy. They also mentioned that their bandages came off. Troubleshooting was not performed and the cause was not known. It was unknown if the issue was resolved. On (B)(6) 2024. They reported that they had some discomfort from the leads moving.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: explanted: and product ID 309201 lot# unknown serial# implanted: explanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.